Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation, it was found that the rv lead had fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: d154vrc, implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary : analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The impedance trend on the rv (right ventricular) pacing lead was variable, along with oversensing due to non-physiologic signals/sic (sensing integrity counter). There were (B)(4) non-sustained tachycardia episodes, and (B)(4) ventricular fibrillation (vf) episodes of less than 220 ms. V-v cycles were recorded on (B)(4) 2013. 3242 of the 251274 lifetime short interval counts (sic) occurred since (B)(6) 2013. An out of tolerance sub threshold lead impedance alert was recorded on (B)(6) and (B)(6) 2012. Maximum right ventricular (rv) pacing impedance rose from an approximate baseline of 600 ohm to greater than 950 ohm. The week ending (B)(6) 2012 and then varied between ¿undefined¿ and greater than 5000 ohms for the rest of the record.

Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation, it was found that the rv lead had fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.